Event description:
The atec introducer localization set suresight obturator broke when the pt unexpectedly and forcefully pulled out of the compression grid. Device fractured and partially remained in the breast. The device, and all pieces, were easily removed without further incident. Pt was not harmed.